Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: during a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The returned battery cap secured properly to the pump with no yellow o ring showing. Moisture was observed behind the display lens. A leak test showed a leak at a cover crack on the front of the pump between the lens bezel and case seal. During testing, the pump was unresponsive; there was no vibration, no audible tones and the display screen was blank. The attempt to download the pump history and black box was unsuccessful. Further testing was not able to be performed. The pump case was removed, and evidence of moisture ingress was found to the printed circuit board and other internal components. The complaint of a battery life issue was not able to be adequately investigated due the unresponsive pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.